Event description:
The customer reported that the insulin pump has a crack in back of the device. The blood glucose reading was 400mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with a loose drive support disk.